Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event took place post-procedural (up to 48 hours or until discharge if before 48 hours). The site described that the patient experienced a sepsis. The site indicated that the event was considered to be related to the cystotome needle knife. The site specified in a query ¿acute pancreatitis followed the whole kystogastrostomy procedure where cystotome was used. Md said in report he didn't know why it occured because pancreas wasn't touched at all.¿ the site indicated that the event did not occur due to a device deficiency. The site indicated that the event was not considered related to any other cook device or any other portion of the procedure. The site also indicated that another condition caused or contributed to this event and specified ¿fracture of pancreas due to car accident¿. The event did not lead to patient death within 48 hours post-procedure. Patient outcome: the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated medical with pain killer medication: paracetamol and tramadol. Current hospital stay extended or new hospitalization was required.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to another complaint, pr (B)(4), and was opened to capture 1 case of sepsis with the cst-10 device. This complaint originated from a pmcf study that was received by cook research inc. Manufacturing records: prior to distribution, all zebd-10-10 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0045), which accompanies this device states, "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ the user is instructed as per (ifu0045) which accompanies this device under the potential complications section "those associated with ercp include, but are not limited to; pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The zebd-10-10 was placed in the pancreatic pseudocyst which is off-label use as it is intended for placement in the bile duct only. As per the IFU, sepsis is a known potential adverse event associated with ercp. Summary of investigation: according to the customer, 1910236uns01, MDR-2063, sepsis. Confirmed quantity of 2 devices, confirmed used. According to the information reported, the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated medical with pain killer medication: paracetamol and tramadol. Current hospital stay extended or new hospitalization was required. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The zebd-10-10 was placed in the pancreatic pseudocyst which is off-label use as it is intended for placement in the bile duct only. As per the IFU, sepsis is a known potential adverse event associated with ercp.

Event description:
Supplemental correction report is being submitted due to medical affairs input received 24-may-2024 and the completion of the investigation on 27-may-2024. Report type to be corrected from product problem to adverse event and product problem report.